Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that thrombosis occurred. During a left atrial appendage (laa) closure procedure, a versacross connect for laac was selected for use. During the procedure the physician got access for the intracardiac echo (ice) catheter and placed several percloses. The was sheath and versacross dilator was put in the superior vena cava (svc). The physician brought the was sheath down to the fossa for transeptal puncture (tsp). This is when the thrombus was visualized on the tip of the sheath/dilator combo via ice. The physician put the versacross rf wire back to the svc and took out the dilator and sheath. There was no clot on the tip of the sheath nor on the wire. A thrombus noted in the right atrium and appeared to be attached to the tip of the versacross sheath/dilator. The activated clotting time (act) was 104, a full dose was given to the patient and proceeded to put the was/dilator up to the svc to proceed with the tsp and the case. The device is not expected to be returned for analysis (disposed). In the physician opinion, the thrombosis was from the low act and not giving heparin right away.